Manufacturer narrative:
Date of report received: 06 jun 2019. MFR received date: 27 apr 2019. Reporter occupation updated: biomedical engineer the manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 08 jul 2019. Date of report received: 09 jul 2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Further testing of the touchscreen revealed that the resistance (ul_lr and ur_ll) was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer was unable to calibrate the touchscreen and that the touch was off by approximately 3 inches. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified: estimate used.